Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted and 100% present. The blade was received intact and in good physical condition. The device was connected to a test hand piece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted it is possible that the unexpected noise heard could be either the blade making contact with metal or plastic while activated.

Event description:
It was reported that during a gastrectomy procedure, when the scrub nurse wiped out the debris on the jaw, the one side of tip broke into two piece. There was unusual noises from the handpiece and generator when the device was activated. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.